Manufacturer narrative:
Device is not available for evaluation as it has been replaced with another one. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Additional information received from customer. This supplemental report is being submitted to provide this information. Per the customer, the opening door hit the connector causing it to wear out. This was an ongoing issue that gradually became worse. There is no patient involvement and no other equipment involved in this event. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device had no repair history in the past year. Root cause for the issue of intermittent image due to wearing of the serial digital interface (sdi) ports could not be determined as the device is not available for evaluation.

Manufacturer narrative:
Additional information is not yet available for this event. This device does not have a UDI number. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the two serial digital interface (sdi) ports of the device are worn. The image is intermittently lost or static. To get an image the customer adds tension on the port by wrapping cable. There is no reported harm to any patient.